Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and removal difficulties were encountered. Pre-dilation was performed with an unspecified balloon. The 3.5x32mm promus element coronary drug-eluting stent delivery system (sds) was then advanced, but was unable to cross the calcified lesion. The physician determined that further dilation with a larger balloon was necessary and the promus sds was withdrawn. However, the distal tip of the stent became stuck at the proximal portion of the lesion and dislodged. An unsuccessful attempt was made to snare the stent. Using a balloon distal to the stent, the physician attempted to expand the stent and proceed to remove it with the guide catheter; however, this was also unsuccessful. As the procedure was delayed, there was distal occlusion of the non-expanded stent due to thrombus; requiring medicinal intervention to reestablish flow. The entire 6fr system was replaced with a 7fr and the guide wire was reinserted. As it was not possible to remove the stent, it was deployed in the proximal lesion, leaving the distal portion of the lesion untreated. The prolonged procedure lasted 4.5 hours with satisfactory results. The patient had anterior wall ischemia on ECG, progressing to pain at rest, and increase in cardiac enzymes. Three days post procedure, with no changes in renal function, the patient underwent an additional successful angioplasty, with no complications.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).